Manufacturer narrative:
Hamilton medical ag case number is: (B)(4)

Event description:
The following was reported to hamilton medical ag: tightness test fails (release valve defective) due to leaky or defective obstruction valve no patient involvement.

Event description:
The following was reported to hamilton medical ag: tightness test fails (release valve defective) due to leaky or defective obstruction valve no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.